Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted after cartridge load. There was no impact to the customer's blood glucose level. The customer was instructed regarding the proper load process.